Event description:
Covidien received a report where it was claimed that the tube developed a leak in the cuff during patient use. The caller reported that the leak was discovered immediately following insertion. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned for investigation. If significant information is obtained from the investigation, a supplemental report will be submitted.